Manufacturer narrative:
H.6.: health effect- clinical code: added e0506 and e0301. H.6.: health effect-impact code: added f2302.

Manufacturer narrative:
Emdr section h6, codes c, d updated to reflect results of investigation.

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of a descending aorta aneurysm using gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2023, during follow up, proximal vessel enlargement was observed on simple CT imaging, and a dissection was suspected. Reportedly, because of patient's poor renal function, computed tomography angiography (cta) could not be performed. On (B)(6) 2023, reintervention was performed. An intimal flap around the proximal side of the device was observed on ivus imaging, and it was diagnosed as dissection; however, the exact location of the entry could not be determined due to no angiography. Two additional stent grafts were placed proximally. The confirmation angiography revealed a re-entry at the site other than the range of treatment distally, but no further treatment was performed. The patient tolerated the procedure.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.